Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent was partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device. The physician did not follow the steps cited in the instruction for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat pancreatic cancer during a bile duct drainage during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent did not fully release from the delivery system into the target anatomy location. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat pancreatic cancer during a bile duct drainage during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent did not fully release from the delivery system into the target anatomy location. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.